Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for a device upgrade, the lead was capped and replaced due to a slight decreased sensing and impedance. There were no complications to the patient.